Event description:
It was reported that a user experienced hypoglycemia after exercise when glucose decreased from a high reading to a low of 62 mg/dl; the user paused the ilet during exercise and treated the low with oral carbohydrate including apple and juice, and troubleshooting and education were provided. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the hypoglycemia with oral glucose without hospitalization. Investigation included review of user-reported history, device use during exercise, and training reinforcement. Investigation of this case revealed no device malfunction reported and suggested that exercise with ilet paused and subsequent insulin dynamics could have contributed, but the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.